Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. The patient was treated with ip meropenem 1 gm loading dose ((B)(6) 2010) and ip vancomycin 2 gm loading dose ((B)(6) 2010). The peritonitis was resolving. Dianeal therapy was ongoing. The reporter stated the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 that occurred during dwell 3 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm on the homechoice (hc) unit during dwell 3. The home patient (hp) stated she cycled power and disconnected. The hp will complete therapy using manual supplies and resume therapy in the morning. The hp had not disconnected prior to the alarm. No leaks or problems with the set were noted and the bags were spiked correctly. The probable cause was undetermined. The technical service representative (tsr) reviewed proper procedures per the user manual. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.